Event description:
It was reported that pump experienced malfunction after customer used pump in ocean for over an hour. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.